Manufacturer narrative:
On an unreported date, the patient was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis patient experienced bacterial peritonitis which was manifested by cloudy effluent and abdominal pain. The cause of the peritonitis was unknown. The same day as diagnosis, the patient was hospitalized for the event. The patient was treated with an unknown intraperitoneal antibiotic. At the time of this report, the patient remained hospitalized and was recovering from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.